Event description:
It was reported that a physician attempted to deploy 2 (two) 3.5mm diameter x 38mm length resolute integrity rx drug eluting stents to treat a very heavily calcified and tortuous lesion in a patient. The stents were inspected prior to use with no issues reported. Resistance was noted when advancing the devices through the guide catheter and guideliner. No resistance was noted when withdrawing the stent through the guideliner. The devices could not cross the target lesion which was described as heavily calcified and very tortuous and that there were problems with struts of the stent. It was reported that the guideliner contributed to the deformation of the stents as they was moved back and forth in the guideliner. Another resolute integrity of the same size was used to complete the procedure. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion). Related to another device (stent damage may have occurred while advancing through the guide-liner). No results available since no evaluation was performed (no device or cine images returned for review) evaluation codes: conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition (patient lesion morphology, calcified lesion). Unable to confirm complaint (no device or cine images returned for review). Operational context (stent damage may have occurred while advancing through the guide-liner). (B)(4).